Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the cause of the reported failure was due to contamination on the contacts of the power flex cable mounted plug connector, designator p506 which caused the internal hlc batteries to become depleted. The customer received a replacement device.

Event description:
The customer initially reported that their device was showing the charge-pak and attention icons. Once physio-control evaluated the device, it was observed that the device did not have enough power to stay powered on long enough to charge and deliver defibrillation energy. There was no patient use associated with the reported failure.